Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start up. Upon troubleshooting, fse inspected the system and found that there is no power output in the power distribution board of m-cabinet. To resolve the issue, fse cleaned the backplane and reconnected the rear panel box. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.